Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After/at the end of the procedure with a qdot microcatheter, the patient experienced pericardial effusion/cardiac tamponade treated with drainage. The patient¿s blood pressure recovered. The outcome of the adverse event was improved. The report indicated that after/at the end of the procedure with a qdot catheter, echography confirmed pericardial effusion/cardiac tamponade. The patient¿s blood pressure recovered after drainage. The physician assessment of the health problem was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that performing rotational coronary atherectomy within the coronary sinus (cs) during the chemical procedure might have been the cause. No extended hospitalization was noted. The coloring setting for visitag was total time. No abnormalities observed prior/during use of the product. The patient¿s medical history is diabetes and myocardial infarction. Ngen was used for the procedure. The information received indicated that the outcome of the adverse event was improved. The patient did not require cardiac surgery. The energy delivered was radiofrequency. One catheter was used for exchanges. No error messages were observed on biosense webster equipment during the procedure. Ngen generator/pump were used for the procedure.

Manufacturer narrative:
On 23-feb-2026, bwi received additional information regarding the event. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient's discharged date is unknown. The number of performed ablations were around 40 within the left ventricle and the coronary sinus, and outside the pulmonary veins. No ablations were completed with the pulmonary veins. The act (activated clotting time) during procedure was 300 seconds. One catheter was used for each exchange. Transseptal puncture was not performed. Prior to noting the pericardial effusion / cardiac tamponade, ablation was performed. No evidence of steam pop. The flow settings were pre: 2seconds and post: 4 seconds. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues were noted with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were cf (contact force), real time graph, and vector. Visitag module was not used. The color option used prospectively was total time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-mar-2026, the product investigation was completed as the complaint device was discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31598017l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).